Event description:
Pt admitted to hospital for removal and replacement of malfunctioning inflatable penile prosthesis. Physician noted on physical examination that the pumping mechanism was malfunctioning and there was no rigidity of the penile prosthesis. Original penile prosthesis (mentor type) was placed approx 10 years ago (1992) secondary to a history of erectile dysfunction due to radical retropubic prostectomy for ca.